Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider (hcp) regarding a patient who was receiving dilaudid at an unknown dose and concentration via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that the patient's pump was alarming, which started in (B)(6) 2016. A doctor called the manufacturer yesterday to have the pump device manufacturer representative (rep) paged, however no one had called back and no one had come out to turn off the pump. It was then stated that a charge nurse would call to request a rep to be paged. The alarm was noted to be consistent with the pump alarms. The pump was last filled in (B)(6) 2016 and the clinic "left town" and the patient had not had anyone to fill the pump. It was further stated that the patient currently had nothing in his pump.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported the pump was not filled in (B)(6) 2016. The patient said it was not filled due to an issue with a urine sample. The patient said he was retaining fluid and could not provide the urine sample when requested. The patient went through withdrawal and almost died. The patient said the pump had been alarming since (B)(6) 2016. The patient went to a rehab facility after withdrawal to gain his strength back. The patient said he was embarrassed to have the pump alarming in public. The patient wanted to know if when the pump battery died he would die.